Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken and therefore stripes in image occurred, the fiber bonding in the outer tube area at the distal end was damaged, the outer tube, thermistor was broken and error 104 occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore stripes in image occurred. Additionally, the outer tube, thermistor was broken and therefore error 104 occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic experienced unstable image. There were no reports of patient harm.